Event description:
The customer reported that this device was displaying a red x and service required message at power on of the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow up report will be submitted upon completion of the investigation.